Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and insulin pump had blank display. The customer blood glucose level was unknown. The customer was also reported that crack was present on reservoir chamber to esc button. It was reported that customer woke up and blood glucose was 245 mg/dl and screen was blank. It also reported that the unexpected restart error occurred shortly after battery change. The customer was advised that insulin pump will need to be replace. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with currents in specification. No blank display. Lcd board okay. Unit passed self-test and unexpected restart error alarm test. No unexpected restart alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window, cracked lcd window.